Event description:
The reporter contacted animas on (B)(6) 2014 alleging a history settings issue. The reporter stated that the patient had a blood glucose (bg) of 29mmol/l without symptoms. The patient did not receive any treatment above and beyond the usual care of diabetes management care. Customer support (cs) reviewed the pump and the basal history does not match active basal program. This report is being made due to the hyperglycemic event the patient experienced due to an alleged history settings issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 09/11/2014 with the following findings: the last basal delivery and the last bolus delivery were on (B)(6) 2014. The pump boots to the verify screen with audible and vibratory features. The pump was exercised for 24 hrs with a 2.0u per/hr basal rate; at end of duration test the total daily dose (tdd) basal history correctly equaled 48.0u. The tdd¿s prior to the event date add up correctly and reflect the users programmed basal rate. Typical usage alarms observed in alarm history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Unable to duplicate the complaint. There was no defect found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.